Event description:
Customer called stating that meter is reporting high results. They received a result of 471 mg/dl, compared to the hospital results of 181 mg/dl. An evaluation of the system was conducted over the phone, which determined that the meter was working within specifications. Customer asked to return meter, and a replacement will be provided. Customer invited to call 24/7 with further questions.